Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated all imaging printed circuit boards and verified the voltage level of the 5vdc circuit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display only half of an image. No patient injury was reported.